Event description:
It was reported that the internal body of the device is broken. There was no patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: analysis of the product found that the wire is broken next to the pedal. The wire shows traces of previous efforts. Moreover, an impact can be observed on the sheath and the jaws are unglued. The electrical tests are not conforming. The wire rupture and the ungluing of the jaws are due to excessive efforts or constraints. The impact on the insulation is probably due to a shock with another instrument or during the reprocessing. Results: stress problem. (B)(4).